Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The device was visually inspected. A failed downstream occlusion (dso) sensor was noted during the occlusion test. Functional testing was performed. A failed downstream occlusion (dso) sensor was noted during the occlusion test. The dso sensor was replaced. The device passed all functional testing after repair.

Event description:
The customer was reported that the device didn¿t read the cartridge. There was no patient involvement. Evaluation of the returned device identified a failed on the downstream occlusion (dso) sensor. This leads to interruption of therapy while in use.